Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings:a review of the pump black box data revealed multiple cs 054 call service alarms on the event date. During testing, the pump performed within specifications. No call service alarms were duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump display screen went blank; however, the pump emitted audible tones and vibration. The pump battery was changed, and the display screen was functional. Cs (B)(4) call service alarms were recorded in the pump alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.